Event description:
Physician had difficulty retrieving sample from medicine.

Manufacturer narrative:
Ranfac corporation was unable to replicate the incident identified by the end user. Unable to determine a proper root cause and identify an effective preventive action.